Manufacturer narrative:
The reported internal battery failure error is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging a software upgrade installation failed on a trilogy evo ventilator and airflow could not be provided, but the device is able to start up. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, a ventilator service required error relating to 'internal battery failed' was found in the devices' error log. The service technician states that the internal battery was replaced to resolve the issue. Additionally, the not-reportable software upgrade issue was reproduced. The device experienced a ventilator inoperative error code relating to 'therapy held in bm' due to the software issue. A not-reportable 'start stop latch reset stuck' and 'crypto cert error' error code were also found in the device's error log. The service technician states the software was upgraded again and the system printed circuit assembly (pca) board was replaced to resolve the not-reportable error codes. Lastly, a not-reportable 'detach batt failed' error was also found in the error log. The detachable battery needs to be replaced but the batteries are currently on a backorder awaiting restock.